Event description:
It was reported that the ventilator had shut itself off with no depression of the on/off button. The ventilator also had a hw fault. It is unknown if the ventilator was connected to a patient or if there was an audible alarm when the reported problems occurred.

Event description:
It was reported that the ventilator had alarmed for hw fault while connected to the patient. No patient harm reported.

Manufacturer narrative:
The field service tech had replaced the motor board to correct the hw fault alarm condition and had replaced the flow valve to correct the reported problem that the ventilator had shut itself off. The motor board and flow valve were returned to the manufacturer for evaluation. Bench testing revealed that the motor board had failed calibration due to the ic u11 was out of spec on the board. This would have caused the reported hw fault alarm condition. Visual inspection and bench testing verified that the flow valve wires were damaged and pinched but would still operate in the test ventilator.